Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump display went blank immediately after insulin pump exposure to moisture. Customer¿s blood glucose level was 60 mg/dl. Troubleshooting was performed for moisture damaged. Customer was advised to discontinue use of the insulin pump and to revert to backup plan. The device will not be returned for analysis.